Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection revealed that the slack was not taken up and there was no evidence that the trip wire had been secured to the post on the handle. The ligator housing was not returned. No additional abnormalities were noted with the components received. The reported event of bands failure to deploy was confirmed based on the condition of the returned handle assembly. A risk review was completed and confirmed that the events of bands failure to deploy and bands difficult to deploy are defined in the risk documentation and are documented accordingly, supporting acceptable risk benefit for the product. The labeling review identified that the device was used in a manner inconsistent with the instructions for use (IFU), which specify to take up slack by pulling the proximal end of the trip wire and to secure the trip wire in the handle slot. Failure to complete these steps can prevent proper engagement of the trip wire mechanism and subsequently impair band deployment once the ligator housing is installed on the endoscope. Product record review confirmed that the device met all manufacturing specifications and no abnormalities were identified during assembly. Based on the compiled evidence and the indication that the IFU was not followed, the most probable root cause for this event is determined to be failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2025. It was reported that device was placed according to the instructions, but during the procedure when attempting to release the bands, they failed to deploy. It was noted that one or several bands could not be deployed. The procedure was completed successfully with an unknown device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2025. It was reported that device was placed according to the instructions, but during the procedure when attempting to release the bands, they failed to deploy. It was noted that one or several bands could not be deployed. The procedure was completed successfully with an unknown device. There were no patient complications reported as a result of this event.